Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance and threshold measurements. The patient was also reported to have experienced an episode of reduced responsiveness related to a pre-existing medical condition. The cause of the out-of-range measurements remains unknown at this time as fluoroscopy did not identify any lead anomalies and there is no suspected issue with the lead/device connection. No adverse patient effects were reported. This system remains in service.